Event description:
A lifecor pt services rep (psr) contacted lifecor customer support to report that one battery pack would start the monitor normally, while the second battery pack would not. He stated that the pins within the monitor looked to be out of alignment. Support replaced the psr's monitor and battery packs.

Manufacturer narrative:
Device eval summary: device evaluations of monitor, and both battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The psr received a replacement monitor and battery packs.